Manufacturer narrative:
Internal complaint reference: (B)(4). The device, used in treatment, was not returned for evaluation but the pictures were reviewed, and the backing out was confirmed. The clinical/medical investigation concluded that, the provided images were reviewed and confirm the report but appear for multiple subjects and noted that not particular to the complaint patient so cannot make specific conclusions related to the specific root cause. It could be initial placement of the lag and compression screws within the femoral head, reduction and stability of the fracture or user technique and cannot conclude the root cause. Without patient-specific supporting documentation a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented cannot be confirmed nor concluded. The intertan nail is implantable; however, we cannot rule out the potential risk of micro-motion and/or migration of the screws. In addition to, the possibility of irritation/discomfort/inflammation and/or pain. Should any additional, relevant clinical information become available, the case will be re-evaluated. Therefore, no further clinical/medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A complaint history review found related failures for the listed batch; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to surgical technique, patient anatomy or lack of ingrowth. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after an internal fixation surgery had been performed on (B)(6) 2021, post-op x-rays showed that the screws are backing out of an intertan 11.5mm x 20cm 125d nail, despite being locked in the case. It is unknown how this adverse event was solved. Current health status of patient is also unknown.